Event description:
It was reported that the patient was not feeling stimulation at the moment and all impedances were over 3600 ohms. It was noted that the patient reported that this started to happen one month ago. It was noted that the patient felt a little bit of stimulation by the battery. It was noted that the 17 day interval and coupling was good. It was noted that according to the stimulation diary the patient used the stimulation 100% of the time and looked like the patient was using it from (B)(6). It was noted that the patient had a little reprogramming in may and the patient had positive stimulation on electrode 0 and 8 and negative on electrode 5. It was noted that the patient barely felt the stimulation at the time of the call. It was noted that reprogramming was done to electrode 0 positive and 8 negative at full and wide open settings. It was noted that an impedance test between electrode 0 and 8 was 1708 ohms and all other pairs were over 3600 ohms. Additional information received reported that all impedances were out. It was noted that the health care professional was currently following the patient. It was noted that the cause of the issue was unknown. It was noted that the physician would recommend complete replacement, based on the age of the battery 8 to 9 years out. It was noted that they were waiting on workers compensation to approve.

Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), product type programmer, patient; product ID 377860, lot # n0036705, implanted: (B)(6) 2005, product type lead; product ID 377860, lot # n0036705, implanted: (B)(6) 2005, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708120, serial # (B)(4) implanted: (B)(6) 2005, product type extension. (B)(4).